Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in USA. Unit was tested and was found not responsive. Customer has been provided of an additional clamp. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, the venous occluder was not responsive. There is no report of any patient injury.

Manufacturer narrative:
H10: the complaints database review pointed out that no further similar issues have been submitted for this unit since its installation in 2021 and neither a concerning trend about this issue has been detected. Based on the collected information and since the part has been replaced with a new one, the exact root cause cannot be determined. Taking into account similar complaints investigation, it cannot be ruled out that the reported issue can be traced back either to: the linear actuator; the occluder head; defective hva or hvb board.

Event description:
See initial report.